Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf902 showed no other similar product complaint(s) from this lot number. The complaints for this lot number (asexf902) have been reported from the same facility in (B)(6).

Event description:
It was reported that the joint of the indwelling needle of the disposable implantable drug delivery device was broken during infusion. No other information was provided.